Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/15/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2014 with the following findings: the black box review showed dates from 02/04/2014 to 02/12/2014 with no information found on the complaint date of 02/11/2014 for a rewind issue. The time and date were accurately set at the start of the investigation. The pump rewind, load, and prime steps were successfully performed with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated. The pump was opened for further investigation. The motor assembly was inspected and tested without issues. There was no moisture or corrosion observed. The pump was rewound to the 206 position on 03/31/2014 with no stoppage and no time issue observed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter stated that the pump was rewinding for the last 10 minutes and that the piston was not moving. Reportedly, there was no damage, debris, and or moisture to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.